Manufacturer narrative:
The patient weight was not provided. The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted for chest pain and subtherapeutic inr. The patient underwent right heart catheterization with ramp test which showed normal filling pressures of 5400 rpm with adequate cardiac index (ci) at the speed. A computed tomography (CT) revealed that the lvad inflow cannula was pointing towards the inferior wall of the ventricle likely contributing to her chest pain as well as suction events. No further information was provided.

Event description:
A resolved date of (B)(6) 2018 was provided.

Manufacturer narrative:
The pump remains in use supporting the patient and was not available for evaluation. A direct correlation between the reported events (chest pain, subtherapeutic inr, suction events, inflow cannula malposition) and the device could not be conclusively established through this evaluation. The hm3 lvad instructions for use (IFU) notes that care should be taken to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to reorient the pump can be found in this IFU. Additionally, this document provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.